Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site and evaluated the au680 clinical chemistry analyzer. The fse inspected the instrument and determined the failure mode was caused my multiple parts. The fse replaced the ise (ion selective electrode) tubing, peri pump roller tubing's, ise syringe, and cleaned the ise module which resolved the issue. Due to multiple interventions performed, a specific part cannot be identified as the sole contributor of this event. A failure of one or more of the replaced components or a combination thereof is the likely cause of this event. No patient demographic information (age, gender, weight, race or ethnicity) was provided. Beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the au680 clinical chemistry analyzer generated negative ion gaps for ise (ion selective electrode) which includes na (sodium), k (potassium) and cl (chloride) patient results. The customer repeated patient sample on different instrument and obtained results considered correct by the customer. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient demographics or patient data.